Manufacturer narrative:
Device technical analysis: returned product consisted of the innova self-expanding stent system. Visual examination revealed a kink to the outer sheath at the nosecone. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that the stent inadvertently deployed. A 6mm x 20mm x 130cm innova was selected for use in a lower extremity arterial stenting procedure within the superficial femoral artery (sfa). The 60-70% stenosed target lesion was moderately calcified and located in moderately tortuous anatomy. A contralateral approach was used to access the lesion. The lesion was pre-dilated. Both the guidewire and the guide sheath used in this procedure were non-boston scientific devices. During the procedure, the stent failed to deploy. As a result, the device was removed. Outside the patient's body, the stent inadvertently deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the stent inadvertently deployed. A 6mm x 20mm x 130cm innova was selected for use in a lower extremity arterial stenting procedure within the superficial femoral artery (sfa). The 60-70% stenosed target lesion was moderately calcified and located in moderately tortuous anatomy. A contralateral approach was used to access the lesion. The lesion was pre-dilated. Both the guidewire and the guide sheath used in this procedure were non-boston scientific devices. During the procedure, the stent failed to deploy. As a result, the device was removed. Outside the patient's body, the stent inadvertently deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.